Event description:
It was reported by the customer the device was used in a thoracoscopic biopsy. It was reported the stapler was put in the port, opened, clamped, fired around specimen, opened, the specimen removed and the stapler closed to take out of the port. After I was out of the port, the stapler was opened and the nurse found staple lines in the specimen. When the surgeon looked at the biopsy site, he saw bleeding and opened the pt. The bleeding site was closed with chromic.